Event description:
It was reported that a cartridge alarm occurred during undefined insulin delivery process. Customer reverted to an alternate pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.